Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the seat rail is bent and so is the upper weldment for the footrest. Dealer does not know how it happened.